Manufacturer narrative:
Vthe unit was returned to the gehc service center. Testing confirmed anesthetic agent output low to specification. The vaporizer was replaced. The customer contact reported there was no patient information available.

Event description:
The hospital reported that, during a case, the patient started to move. There was no reported patient injury.

Manufacturer narrative:
The unit was returned to the manufacturing site. The unit was tested and the output was found to be within published specifications.